Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while the gluconate was in place, when removing the stylet from the catheter, health professional felt a slight resistance just before it was fully withdrawn (the catheter had been primed with normal saline beforehand). The catheter was slightly kinked into a v-shape near the insertion site. After removing the stylet, the catheter connector was attached and backflow was confirmed; however, something felt off. Upon examination via fluoroscopy, a fracture within the vessel was discovered. The distal portion of the catheter was retrieved, and a power PICC was subsequently placed to complete the procedure. There was no reported patient injury.